Event description:
It was reported that the patient faced adhesive issue with two infusion sets on (B)(6) 2026 as tape was not sticking. The infusion set was not adhered after one day of insertion.

Manufacturer narrative:
Initial 1 of 2. E1: patient city: (B)(6). Patient country: netherlands. Establishment name: medtronic minimed, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, country: united states of america, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.